Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he noticed 4-5 months ago feeling heat internally at his ins site. The patient noted that he felt the heat through his skin and he said this happens not related to when he is charging his ins. The patient was redirected to their healthcare provider.